Manufacturer narrative:
Only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced an elevate blood glucose (bg) level of 320 mg/dl with high ketones. A correction bolus via the pump was delivered to address bg. Reportedly, customer was using lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained